Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-s1. It was reported that the tip of the setscrew peeled off during insertion into the bone screw. The fragment dropped into the head of the bone screw. It caused cross-threading at the time of final tightening with a counter torque. After repeated unsuccessful attempts, final tightening was finally completed at the fourth attempt. The broken fragment was not left in the patient¿s body and the concerned product was discarded at the facility. No patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5540030, 510k # k113174 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.